Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was protruding from the cap. This was noticed prior to patient use. The samples were discarded. No additional information is available. This is report two of two.